Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the sample will not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 23019065 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that during use with bd maxplus¿ extension set 3 different lots were clogged. There was no patient impact. The following information was provided by the initial reporter: bd loops time 3 will not flush. No known harm to patient. This is report #10 for the same device with the problem- loop will not flush.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 22089414. D.4. Medical device expiration date: 23-aug-2027. H.4. Device manufacture date: 19-aug-2022. D.4. Medical device lot #: 23019065. D.4. Medical device expiration date: 06-jan-2023. H.4. Device manufacture date: 04-jan-2023. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.4. The initial reporter also notified the FDA. Medwatch report # (B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd maxplus¿ extension set 3 different lots were clogged. There was no patient impact. The following information was provided by the initial reporter: bd loops time 3 will not flush. No known harm to patient. This is report #10 for the same device with the problem- loop will not flush.